Event description:
User reported conflicting results on same test. Received two positive and one negative result. No additional information relating to follow-up testing was provided. User had received paxlovid treatment approximately 7-8 weeks prior to testing. As user has reported multiple conflicting results, this report is 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6) (3014862188-2022-00612: tests 1 of 2).